Event description:
A known hcv positive pt tested negative on abbott hcv eia 2.0 but had previously tested positive on another eia method (unk) and pcr. The sample was sent to another lab and tested positive on an ortho eci 3rd generation anti-hcv method but was negative on riba.